Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing came off from the quick release while normal use. The patient tried other locations for the set rather than patient's arm, but the insulin delivery was slower and was not working as desired. The site location was patient's arm, and the pump was in the pocket or on the belt, same side in relation to the site. Moreover, the infusion had been used for the first day. Reportedly, the infusions were stored in dry cool place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.